Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a suspected conductor fracture. The physician noted an irregular EKG and observed muscle stimulation during reprogramming. Additional information from the field representative indicated there was no capture on the rv lead. A revision surgery was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.